Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -8.5/+3.0/096 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).